Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by an external reviewer that the customer passed away in an unknown location. The cause of death was unknown, but related to a low blood glucose incident. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The reporting party stated the customer had gone running, their sensor glucose was dropping rapidly, they passed out, and was then found dead. The reporting party stated the insulin pump data showed the customer did not react to alarms and that the pump was working as designed. No further information was provided. The reporting party declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.